Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven months and 20 days following the implant of this transcatheter bioprosthetic valve, mild central aortic regurgitation was reported on transthoracic echocardiogram (tte). 14 days later, moderate central aortic regurgitation was present on transesophageal echocardiogram (tee). Approximately one year and 19 days following the valve implant, intracardiac echocardiography (ice) was performed which revealed that there was a valve leak. The physician stated that a tear was created by a chunk of calcium present on the native anatomy and that during endothelial process, the calcium pushed into transcatheter valve frame and leaflet. Per the physician, the leak was caused by anatomical factors and was not transcatheter valve related. A second non-medtronic valve was implanted valve in valve. No additional adverse patient effects were reported.